Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a communication error during inspection for use in an unspecified procedure involving an olympus colonovideoscope. The customer stated the issue occurred every time it was connected to the machine before the patient entered the room. There was no patient involvement.